Manufacturer narrative:
The device was returned to zoll medical UK for evaluation. The reported incident could not be duplicated during evaluation. Review of the clinical log showed the device was powered on, transitioned to AED mode, reached full charge with a shock advisory, and was then manually switched to manual mode, resulting in the energy being internally discharged. No errors were recorded in the activity log suggesting a failure to discharge. The event log is unable to definitely show the shock button was physically pressed. Event logs showed multiple "pads off" and "lead fault" messages, consistent with an intermittent pad connection or poor electrode coupling to the patient. Heavy rainfall was described by the customer at the time of the event while in use outdoors which may have been a contributing factor. The device and the returned multifunction cable (mfc) were evaluated and passed successfully. The electrode pads used during the event were not returned as part of the investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an 83-year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.